Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 206.022 ¿ 7914136, manufacturing site: (B)(4), manufacturing date: 14.may.2012 expiry date: - no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Synthes manufacturing location was discovered upon receipt of subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complainant screw was received for investigation. The screw was broken below the head (at the beginning of thread), as reported in the complaint description. The visual investigation of the complained screw has shown that the product looks to be in generally good condition, including also the recess. A device history record (DHR) review was performed for the affected lot with no abnormalities or deviations detected that could lead to the complaint failure. The article was manufactured in may, 2012. There was no specific information provided by the reporter pertaining to technique. Based on what is known alone, the exact reason for this reported problem could not be determined. However, it is likely that highly applied mechanical forces and/or a handling issue led to this damage. Device broke intra-operatively and was not fully implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Additional product code: hwc. (B)(4). This event resulted in a retained fragment. Not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the head of the screw broke while entering/screwing the screw, shaft inside the body of the patient. This event resulted in a retained fragment. This report is 1 of 1 for (B)(4).